Manufacturer narrative:
Device technical analysis: sc-2316-50, serial (B)(6). The returned lead was analyzed and found that visual inspection revealed that the lead was cleanly cut approximately 37.5 cm from the distal end of the lead and the proximal portions of the lead was not returned. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. No other anomalies were identified on the returned portion of the lead. Sc-2316-50, serial (B)(6). The returned lead was analyzed and found that visual inspection revealed that the lead was cleanly cut approximately 39.5 cm from the distal end of the lead and the proximal portions of the lead was not returned. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. No other anomalies were identified on the returned portion of the lead. Sc-3400-30, serial (B)(6). The returned lead splitters were analyzed, and the allegation of high impedance was not confirmed. Both lead splitters passed the impedance test, and exhibit normal characteristics.

Event description:
It was reported that the patients leads and lead splitters displayed high impedances. The patient underwent a revision procedure in which the two leads and two lead splitters were explanted, and four leads were implanted. The procedure was completed successfully and patient has fully recovered.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model : sc-2316-50, serial: (B)(4), lot: 14834112. Product family: scs-splitters, upn: m365sc3400300, model : sc-3400-30, serial: (B)(4), lot: 15944256. Product family: scs-splitters, upn: m365sc3400300, model : sc-3400-30, serial : (B)(4), lot: 15944256.

Event description:
It was reported that the patients leads and lead splitters displayed high impedances. The patient underwent a revision procedure in which the two leads and two lead splitters were explanted, and four leads were implanted. The procedure was completed successfully and patient has fully recovered.